Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "fluid around the implant and in the fibrous capsule".

Event description:
Healthcare professional reported right side rupture and "fluid around the implant and in the fibrous capsule¿. Device was explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture and "fluid around the implant and in the fibrous capsule¿. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event rupture and seroma-late was requested on 01-nov-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is not related to the manufacturing process. No additional observations. No further actions are required as no manufacturing issues are observed.